Event description:
Information was received from a consumer regarding a patient who was receiving 10.0 mg/ml morphine at a dose of 4.502 mg/day via an implantable pump for spinal pain. It was reported that the pump was alarming or beeping. The patient¿s refill appointment was for (B)(6) 2016, but the alarm started beeping. The patient went to the physician¿s office and the pump was empty. The pump was filled and the issue was resolved. There were no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.